Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). Boston scientific technical service (ts) suggested to reprogrammed the device. To date, this pacemaker remains in service. No adverse patient effects were reported.